Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9625 3.0 mm hex driver tip broke off inside the screw head and was not able to be retrieved. This occurred during an unspecified procedure, and the case was completed with no further details. Additional information was received on 8/12/2023: this was discovered during a reverse shoulder procedure on (B)(6) 2023. An ar-9625 3.0 mm hex driver tip broke while tightening the screw down while in the patient during use. The fragments were not retrieved from the patient and the delay in the procedure was less than 1 minute.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One unpackaged ar-9625 batch number (B)(6) was received for investigation. Visual evaluation found that the diver shaft hexalobe tip was broken off. The method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the driver during use.